Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonresponsive after charging and failed to power or operate despite live troubleshooting, leading to classification as a malfunction of the pump hardware with a screen or user interface that did not respond. Symptoms included no alerts or alarms and inability to use the pump for insulin delivery. Outcomes included interruption of therapy and reliance on cgm use with the manufacturer¿s recommended alternative until replacement. Investigation included remote troubleshooting and operational checks performed with customer support during training. Investigation of this device revealed a nonfunctional device consistent with a defective or inoperative main unit and unresponsive display/interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a hardware failure.